Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving dilaudid (hydromorphone) with concentration 10.0 mg/ml at a dose rate of 5.048 mg/day via an implantable pump for non-malignant pain. It was reported that "for about a year" the patient had been having a residual amount of medication left in the pump at the pump fill. The date (B)(6) 2020 is considered an approximate date of event (specific year known only). It was stated that for example there should have been 2.4 left in the pump but there was 4.4, and one time 5.4 and another time it was 3.4. It was noted that the physicians seemed to not find it normal. The patient had a pump myelogram and was told the rollers were working well and the catheter was clear. Then the next month, the pa had the patient may have to have the pump replaced. The patient was upset because that is not what the physician said. The patient was looking for another physician because they did not manage the pump, he just fills the pump. It was asked at the time of the report if there was a recall on pumps due to "rollers stopping". The pump had not alarmed. The issue was not resolved. The patient was to follow-up with their healthcare provider to further address the issue.